Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy procedure three ophthalmic forceps had meshing failure and made a squeaking noise when opening and closing during insertion. The surgery was performed and completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
The investigation is completed sample 3. A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample is received with inner blister, outer blister and cover foil showing the lot information. The sample shows no macroscopic signs of damage. The sample shows no signs of surgery residues and was returned sealed. The sample was visually inspected and functionally tested. It was noticed that the device work as expected. Therefor the customers complaint is not confirmed. A root cause for the customers reported event could not be determined because the returned product met manufacturer¿s specifications. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).